Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 3.0mm synergy¿ drug-eluting stents was selected and implanted. However, it was noted that the stent foreshortened about 2mm on each end when deployed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was implanted in the obtuse marginal. Prior to procedure, the size of the stent was checked.